Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 400 mg/dl and 144 mg/dl within 10 minutes on the aviva system. She reported she took insulin and did not feel well. She was able to self-treat with juice, and no adverse event reported. The alleged product was replaced and requested for evaluation.